Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a check-up affected channels were noticed.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Reimplantation is considered. However, no date has been scheduled yet.

Event description:
Hearing performance with the device is affected and affected channels were noticed during check-up in 2022. The change in hearing benefit with the device was gradual. Reimplantation is considered. However, no date has been scheduled yet.

Event description:
Hearing performance with the device is affected and affected channels were noticed during check-up in 2022. The change in hearing benefit with the device was gradual. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected and affected channels were noticed during check-up in 2022. The change in hearing benefit with the device was gradual. The user has been re-implanted.